Manufacturer narrative:
Product location unknown.

Event description:
Reported that abutment screw fractured.

Manufacturer narrative:
The reported event cannot be verified as product has not been returned for review. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.(B)(4)